Event description:
It was reported that the patient presented to clinic for routine follow-up. The atrial lead exhibited noise. Upon follow-up on (B)(6) 2014, the lead exhibited multiple episodes of noise, causing auto mode switch episodes. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.